Event description:
It has been reported to philips that the system will not start. There was no reported patient or user harm. A philips field service engineer (fse) inspected the system onsite and confirmed the reported problem. Troubleshooting actions showed a problem with the host pc. The fse removed and re-installed the memory and display cards. After the reinstallation of the cards, the system was returned to use in good working order. Philips has started an investigation of this complaint. A follow up report will be submitted when further information is received.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information received, the system was not in clinical use. The philips field service engineer (fse) inspected the system onsite and confirmed the reported issue. Upon functional testing, the fse found that host pc can't reboot and there was no display on the monitor. To resolve the issue, the philips engineer re-installed memory and display card of host pc. After which, the system returned to use in good working order. The codes were updated based on the investigation outcome.